Manufacturer narrative:
Visual inspection confirmed tulip disengagement. There is a large deformation on shank bulb head tending towards one side of bulb indicating overtightening of the rod and the screw being angulated. There is an additional deformation immediately adjacent to the first one indicating multiple attempts to final tighten at high angulation. Locking ring on underside of tulip head in deformed indicating overtightening as well. Device history records and complaint history were reviewed for the corresponding lot, and no relevant manufacturing issues or complaints were identified. From the xia surgical technique: once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The anti-torque key must be used for final tightening. It is unknown if a torque wrench was used. The amount of deformation observed indicates excessive torque over 12nm was applied. Location of shank bulb deformation and locking ring deformation indicates that the screw was angulated which may have increased the stress on the tulip head during final tightening. The cause of the reported event was likely excessive force applied during final tightening. However, as additional information was not received, a definitive root cause cannot be determined.

Event description:
It was reported that the tulip of a xia 3 polyaxial screw disengaged during final tightening at l5. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention were reported.

Event description:
It was reported that the head of a xia 3 polyaxial screw sheared off during final tightening at l5. The procedure was completed successfully with an unknown amount of surgical delay. No adverse consequences nor medical intervention were reported.